Event description:
Pt sex: unk. Procedure type: unk. According to the reporter: the needle broke during the procedure and it could not be located in abdomen, although it was found on an x-ray. The surgeon made a decision to leave it, as removing it would cause further trauma.